Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, the obtryx and a non-bsc device, surgisis es pelvic floor graft were implanted to treat symptoms of pelvic pain, cystocele and stress urinary incontinence. On approximately (B)(6) 2011, the patient underwent revision surgery due to mesh complications, but the revision surgery did not address the patients problems; she continued to experience severe pain in the region of the implant. After both surgical procedures in 2006 and 2011, the patient experienced debilitating abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.